Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Device passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump received with scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing endcap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 225 mg/dl. Troubleshooting was performed. The device was returned for analysis.